Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported to philips that the device alarmed proximal pressure line disconnected. The device was not in use at the time of the event. This issue occurred during testing. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported issue. The asp found that the proximal pressure line is not well connected. The asp reconnect the pressure line and the problem was resolved. The device passed testing and returned to full functionality.